Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 4 years and 9 months post tavr with a 29mm sapien 3 valve, the valve was failure due to halt. The patient is being worked up for a valve in valve.

Event description:
Per the valve clinic coordinator, halt was confirmed on the cta. A tte showed a mean gradient of 29 mmhg, ava= 0.7 cm2, di= 0.22, svi= 31.7 ml/m2, and mild aortic regurgitation. The patient presented with exertional dyspnea, orthopnea, pnd, pedal edema.

Manufacturer narrative:
A supplemental MDR is being submitted due to correction and additional information from the valve clinic coordinator and product investigation. The following sections of this report have been updated: b.4, b.5, b.7, g.3, g.6, h.2 and h.6. The following sections of this report have been corrected: h.6 device code (added 2921), clinical code (from 4580 to 4446). The complaints for post implant leaflet thickening and post implant stenosis were unable to be confirmed due to unavailability of medical records and relevant imagery. Due to unavailability of valve serial number, a DHR review and lost history review were unable to be performed.. A review of the IFU revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, ''approximately 4 years and 9 months post tavr with a 29mm sapien 3 valve, the valve was failure due to halt.'' Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, the patient was prescribed anti-coagulants (warfarin), which suggests that the patient may have had thrombosis. Valve thrombosis is the formation of significant blood clots on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. As such, available information suggests that patient factors (thrombosis) may have contributed to the reported leaflet thickening. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, patient had an of ava= 0.7 cm2. In this case, patient had leaflet thickening, which could reduce the eoa (effective orifice area), resulting in stenosis. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the reported stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.